Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 174-175 mg/dl. In addition, it was reported that the battery gauge was observed to be fluctuating and subsequently, the pump shutdown. The customer was able to power pump on and continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.